Manufacturer narrative:
Received only catheter. The reported issue was unconfirmed, as the event could not be reproduced. The exterior of the sample was inspected and found no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with 10cc of water using the normal fill technique and the balloon inflated without difficulty in 25secs; it was noted that the inflation funnel did not balloon out during the inflation process. The balloon was deflate and re-inflated another time with the quick fill technique and the balloon inflated without difficulty; again, the inflation funnel did not balloon out during the inflation process. Per the dimensional evaluation: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 7/32¿, eye snip distance from proximal cuff 6/32¿, rubberize thickness 10 thou, reinforcement 163 thou, inflation funnel thickness 51 thou, balloon thickness (average) 23thou, inflation lumen coverage 9thou, tactile evaluation: n/a. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device was dissected and did not find anything that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon." (B)(4). 2340: "l". 2645: "nl".

Event description:
It was reported that water could not be injected into the balloon of the catheter, with a syringe, at pretest. Therefore, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon of the catheter, with a syringe, at pretest. Therefore, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon of the catheter, with a syringe, at pretest. Therefore, the catheter was replaced.